Event description:
It was reported to philips healthcare that the device's leads ECG tracing was not correct (leads ECG artifact). There was no negative patient impact.

Manufacturer narrative:
(B)(4).